Manufacturer narrative:
Product code: dqx. (B)(4). Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The bentson plus fixed core wire guide was returned in a used, damaged condition. Visual inspection revealed that the coil was stretched for a distance of 4.0mm at 13.0cm from the distal end. The welds at the distal and proximal ends were intact with no defects in the coating noted. A document-based investigation evaluation was also performed. A review of the device history record noted non-conformances for the failures "damaged"; "mandril, catching", "coil, offset"; and "wire broken". This is the second reported complaint for this lot number. Based on the information provided and results of the investigation, a definitive root cause to the reported event could not conclusively be determined. Per the risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that after getting access with a 19ut gage needle via the right femoral artery (fa), the bentson plus fixed core wire guide was inserted. The physician felt resistance and upon withdrawal noted that the tip was unraveling. Another bentson wire was used to successfully complete the procedure. There was no reported adverse event or injury to the patient.